Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned one (1) 0.5ml insulin syringe from an open polybag from lot 9210539. Consumer reported needle hub separated and stayed inside of the shield; also stated that the needle shield was difficult to remove. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9210539 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe walmart experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328520; batch no: 9210539. Consumer reported needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe (B)(6) experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328520 batch no: 9210539. Consumer reported needle hub separated and stayed inside of the shield. Also stated that the needle shield was difficult to remove. Date of event: unknown.